Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were conducted and the device was visually inspected. The reported accuracy issue was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The reservoir volume will have to reset each time the delivery was completed, it will not automatically reset itself. There was no fault found with the returned pump.

Event description:
Information was received indicating that the cadd legacy 1 pump displayed the reservoir volume at 8 ml even though it should be at 100 ml. There were no adverse events reported.